Event description:
The customer reported that there was some images they were unable to pull up in the directory. They reported that the images were erased. There is no report of pt injury associated with the event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys software was reloaded. The system was then found to be operating as intended.